Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: distal drill breakage observed. The distal drill piece was not received with the device. A non-conformance report was created for the drill and was sent to the vendor for further analysis. The vendor concluded that the failure was not related to a manufacturing issue. The probable root causes for the reported failure involving this device could be due to excessive force applied by user to device, starting and stopping drill, pulling drill out of bone without running drill, moving drill guide during drilling, distal drill came in contact with unintended hard object, improper processing, or normal wear and tear. (B)(4).

Event description:
It was reported after procedure it was noticed the drill was broken and tip was missing. A re-intervention for this patient is necessary but not yet performed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported after procedure it was noticed the drill was broken and tip was missing. A re-intervention for this patient is necessary but not yet performed.